Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 39, 70, 50 and 68 mg/dl. Customer stated he was not experiencing any symptoms when he had obtained the result of 39 mg/dl fasting on (B)(6) 2018. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer stated that the truemetrix meter often reads outside of his normal range. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/31/2019 and test strips were opened last week. The meter memory was reviewed for previous test result history: (B)(4).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 39, 70, 50 and 68 mg/dl. Customer stated he was not experiencing any symptoms when he had obtained the result of 39 mg/dl fasting on (B)(6) 2018. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer stated that the truemetrix meter often reads outside of his normal range. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/31/2019 and test strips were opened last week. The meter memory was reviewed for previous test result history: (B)(6).